Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #'s 3005099803-2010-05106, 3005099803-2010-05111 and 3005099803-2010-05112 address these four devices. It was reported to boston scientific corporation that four radial jaw 4 single use biopsy forceps standard capacity were used during a colon biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, one forceps device became stuck in the tissue. No damage was noted to this device, and it was removed from the patient but the details are unknown. Additional information obtained (at a later date) indicated that a total of four forceps devices were used during this case. It was reported that no blood loss occurred, and no intervention was needed during the procedure. Reportedly five hours after the procedure, the patient complained of bloating. The patient was subsequently sent for surgery where a "micro-perforation" (less than 5mm) was found within the colon. It could not be obtained what was done to correct the perforation during the surgery. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - intervention required to correct the bowel perforation. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).